Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was scheduled for generator change-out with atrial lead revision. Dislodgement was observed under fluoroscopy. Loss of sensing and capture were observed. The lead was explanted and replaced. The asymptomatic patient tolerated the procedure well. The patient remained stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.